Event description:
The customer reported that the infusion set was pulled out and the cannula was bent, but the insulin pump did not alarm. The blood glucose was 315mg/dl and treated with manual injections. Troubleshooting was performed, and no damage to the drive support cap noted. The customer called back and stated that the insulin pump did not alarm no delivery as it should. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.